Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported), however, the issue could not be resolved. The device was explanted on (B)(6) 2025. The patient was re-implanted with another device during the same surgery.